Event description:
It was reported by service report that the fowler would drift down when set at an angle. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake/clutch.